Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.

Event description:
The pt was implanted with a left ventricular assist device. Approx 2 years post-implant, the vad coordinator reported that the pt was readmitted to the hospital due to pump stoppages that occurred only when he was connected to power module (pm) support. The pt had normal pump function while connected to batteries. The percutaneous lead was evaluated by the MFR's trained technical service personnel and dried biological material was observed inside of the silicone cover. At this point, an attempt to repair the percutaneous lead was discontinued and the findings were reviewed with the hospital staff. A decision was made to exchange the pump.